Event description:
Physician was performing a nephrostomy, in a pt that had kidney stones. Physician punctured the calyx and introduced the wire guide. The wire was difficult to pass between the stones and renal pelvis. It appeared that the wire "balled up." When the physician attempted to remove the wire guide through the introducer, the wire elongated and a segment broke off in the renal parenchyma. The wire currently remains in the pt.